Event description:
Pt was prepped for phaco with iol os. Problems arose with phaco machine when priming hand pieced. Attempted x 3. A new cassette pack opened; handpiece primed. Procedure started. As procedure progressed, power was lost. Physician changed procedure from phaco to extra cap with placement of intraoccular lens for pt without complication. No increases to length of stay nor any other change in course of procedure co sent repair tech to facility to correct "circuit board failure."